Manufacturer narrative:
Date sent: 12/03/2008. Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during a colostomy procedure, the surgeon was using the device when the min button would not work. It was almost like the button would not make contact, the max button worked fine the entire case. The surgeon did not want a second device opened. Eventually, the min button did engage but after the case, the surgeon told me that it was an effort to make the min button work. At times, it took a few tries before the min would work. The surgeon finished the case with the original device. There were no pt consequences.